Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented humidification chamber is currently en-route to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the mr290hfv high frequency vented humidification chamber was leaking while being used on a patient. It was reported that the humidifier needed to be replaced and that this caused an interruption of ventilation therapy. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method:the complaint mr290hfv high frequency vented humidification chamber was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection revealed a crack in the chamber dome underneath one of the ports. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints show that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80 cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Moreover, the hospital reported that the damage occurred after three days of use, which suggests that the subject chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - maximum operating pressure: 8 kpa. - use of the mr290 above the maximum operating pressure [8kpa (~80 cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the mr290hfv high frequency vented humidification chamber was leaking while being used on a patient. It was reported that the humidifier needed to be replaced and that this caused an interruption of ventilation therapy. No patient consequence was reported.